Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the reload could not be fired by a powered handle after passing self-test. It successfully fired by successed to be fired by a manual handle.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one loading unit. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the loading unit was fully fired. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. Based on the product analysis, the failure was not confirmed to be attributed to the reported event.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.